Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2009, a miniarc sling was implanted to treat stress urinary incontinence. It was reported that, "after, and as a result of implantation" the patient experienced extreme pain, erosion of internal body tissue, dyspareunia and other injuries.